Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated however, it ruptured at 12 atmospheres on the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. Device soaked in a heated waterbath for 4 weeks due to solidified contrast inside the balloon. There were numerous kinks in the hypotube. The balloon was loosely folded. An inflation device filled with water was used to inflate the device to rated pressure. Device held pressure for 5 minutes, without any leakage in the device. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection found no irregularities with the bond of the device. Inspection of the device presented no damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported malfunction. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 15mm x 2.75mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 12 atmospheres on the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.